Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Serial number unknown. Reporter phone number unknown. A credit was issued to the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a faulty touchscreen on arrival. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report source: 05/06/2019. Manufacture date: 05/11/2019. Failure analysis on the returned touch screen shows that unable to verify complaint. No calibration drift noted. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.